Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced dyspareunia, exposed mesh, grade three rectocele, vaginal wall prolapse, stress/urge urinary incontinence, vaginal bleeding, discharge, blood loss, foreign body in patient, incomplete bladder emptying (urinary retention), unspecified overactive bladder symptoms, blood in urine, nocturia, frequency, dry mouth, constipation, nephrolithiasis (calcification), urinary calculus, valvular/vaginal atrophy, not able to engage in sexual activity, low blood pressure, blood loss, "(1cm) area did not heal properly", cystocele, chronic voiding dysfunction, non-surgical and additional surgical interventions.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated mdrs: 1018233-2012-01759 and 1018233-2012-01758.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforation or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).